Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The reported product is an unknown baxter transfer set. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a disconnection (reported as fell off) between the transfer set and the pd catheter three times which resulted in peritonitis. It was reported the patient put the set back on after the disconnection. The cause of the disconnection was not reported. It was not reported if the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient outcome was not reported. The patient was retrained on proper aseptic technique. Action with pd therapy was not reported. No additional information is available.